Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 6.6 x 6.9 cm abdominal aortic aneurysm. The neck is 27 mm in length from the sma to the top of the aneurysm and 7 mm in length from the renals to the top of the aneurysm. The neck was 26 ¿ 25 mm in diameter at the level of the sma and 25 mm ¿ 24 mm at the renals. It was reported that a follow-up CT showed that the bifurcated stent graft migrated 37 mm distally due to disease progression and the ipsilateral limb was occluded as well. There was a proximal type I endoleak due to the migration. The patient requires an intervention but has not been scheduled. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).